Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot or provide additional information regarding the issue.